Event description:
It was reported the patient no longer had stimulation. The charger would not turn on. A replacement charger was sent to the patient. Follow up identified the new charger had not resolved the issue. It was reported the patient had an x-ray, with no issues apparent. The patient was working closely with her physician to resolve the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.